Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, jolt from belt node) has been investigated. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an piched pulse wire in the cable connecting ECG "a", "b" and the front therapy electrode causing a short in the distribution node (dn) pca. The root cause for the pinched bare wire was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt and reported that the patient was receiving excessive arrhythmia alarms.